Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the ins not holding a charge was not determined. The results of the patient¿s x-rays are unknown at this time. The overdischarge has not been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturing representative (rep) regarding a patient. It was reported that the patient¿s system is nonfunctional. The rep mentioned that the implantable neurostimulator (ins) is in over discharge at this time, and they are unsure if the leads are functional after a fall. The rep explained that the patient fell backwards off of a step stool and landed on their back. It was noted that the patient¿s battery was having difficulty holding a charge prior to the fall, however, after the fall they were unable to charge the ins at all. The rep was unable to read the ins with the clinician programmer or patient programmer. It was noted that x-rays were taken in late (B)(6) 2019 and sent to the mayo clinic for follow-up. The rep attempted physician mode reset (pmr) 3 times with no success. The issue was not resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.